Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found; there was blood on the proximal and on the distal conductor of the lead and it was not obstructed. The outer insulation of the lead was extrinsically breached due to a cut and visual summary analysis of the lead indicated damage at implant. Concomitant products: 6947 implantable tachy lead: (B)(6) 2010; d274trk implantable cardioverter defibrillator (ICD) implanted: (B)(6) 2010; 5076 implantable pacing lead implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead experienced high thresholds and caused diaphragmatic pacing near the thresholdsand the implantable cardioverter defibrillator (ICD) experienced early battery depletion. The lv lead and device were both explanted and replaced. No patient complications have been reported as a result of this event.